Event description:
Coopervision received an email from an (B)(6) customer on (B)(6) 2015. Date of the event in unknown. The customer relates that proclear contact lenses have caused considerable pain, two weeks in hospital and possible loss of sight in one eye. Three requests were made to the customer for additional information, the name of the eye care practice and return of the lenses but none of this information has been received to date. It is unknown what type of proclear lens was used. The lenses have not been returned and the lot number is unknown. Coopervision is reporting this event on the alleged hospitalization and possible loss of sight.

Manufacturer narrative:
The subject lens was not returned for inspection. The brand of device is unknown. The cfn MFR report number was defaulted to 2640128-2015-00010 because the manufacturing site cannot be identified. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.